Event description:
Customer reported that the infusion pump was set up to infuse a bag of medication over a period of 25 hours, the bag was found empty in 7.5 hours. The overinfusion reportedly had no adverse effect on the pt. Attempts were made to obtain details regarding pt info, type of medication, size of bag and programmed flow rate, but no add'l details are known at this time. Should add'l info become available a follow-up report will be filed.